Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation fallopian tubes/right fallopian occlusion device is outside right fallopian tube/right essure coil extruded"), pelvic pain ("pelvic pain/ chronic pelvic area pain") and urinary tract infection ("multiple urinary tract infection") in a 45-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone (depo provera) for birth control as well as glibenclamide (glyburide), ibuprofen, levothyroxine and metformin. On (B)(6)2010, the patient had essure inserted. In (B)(6)2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)heavy vaginal bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6)2011, 7 months 3 days after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In 2011, the patient experienced urinary tract infection (seriousness criterion medically significant) with cystitis, dysmenorrhoea ("painful menstrual cycles") and migraine ("migraine headaches/ migraines / headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), adenomyosis ("adenomyosis") and adnexa uteri pain ("pain: right fallopian tube"). The patient was treated with surgery (total vaginal hysterectomy (full)/bilateral salpingectomy/essure was removed) and surgery (total vaginal hysterectomy (full)/bilateral salpingectomy/essure was removed). Essure was removed on (B)(6)2016. At the time of the report, the fallopian tube perforation, pelvic pain, urinary tract infection, dysmenorrhoea, migraine and adnexa uteri pain had resolved and the dyspareunia, abdominal pain, vaginal haemorrhage, menorrhagia and adenomyosis outcome was unknown. The reporter considered abdominal pain, adenomyosis, adnexa uteri pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, migraine, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: essure insertion date also reported as (B)(6)2010 diagnostic results (normal ranges are provided in parenthesis if available): x-ray - in december 2010: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographics and concomitant medications were added. Essure indication and insertion date was updated. New events: perforation fallopian tubes/right fallopian occlusion device is outside right fallopian tube/right essure coil extruded, adenomyosis and pain: right fallopian tube were added. She had recovered from the following events: pain: right fallopian tube, migraines, dysmenorrhea, urinary tract infections and pain. Lab data was added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation fallopian tubes/right fallopian occlusion device is outside right fallopian tube/right essure coil extruded"), pelvic pain ("pelvic pain/ chronic pelvic area pain") and urinary tract infection ("multiple urinary tract infection") in a 45-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ureteral calculus, cholelithiasis and chronic cholecystitis. Concomitant products included medroxyprogesterone (depo provera) for birth control as well as glibenclamide (glyburide), ibuprofen, levothyroxine and metformin. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)heavy vaginal bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2011, 7 months 3 days after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In 2011, the patient experienced urinary tract infection (seriousness criterion medically significant) with cystitis, dysmenorrhoea ("painful menstrual cycles/ dysmenorrhoea") and migraine ("migraine headaches/ migraines / headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), adenomyosis ("adenomyosis"), adnexa uteri pain ("pain: right fallopian tube") and headache ("headache"). The patient was treated with surgery (total vaginal hysterectomy (full)/bilateral salpingectomy/essure was removed) and surgery (total vaginal hysterectomy (full)/bilateral salpingectomy/essure was removed). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pelvic pain, urinary tract infection, dysmenorrhoea, migraine and adnexa uteri pain had resolved and the dyspareunia, abdominal pain, vaginal haemorrhage, menorrhagia, adenomyosis and headache outcome was unknown. The reporter considered abdominal pain, adenomyosis, adnexa uteri pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, menorrhagia, migraine, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: essure insertion date also reported as (B)(6) 2010 diagnostic results (normal ranges are provided in parenthesis if available): x-ray - in (B)(6) 2010: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received - the following event was provided: headache incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and urinary tract infection ("multiple urinary tract infection") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection (seriousness criterion medically significant) with cystitis, dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding") and migraine ("migraine headaches"). The patient was treated with surgery (underwent a hysterectomy in which the essure was removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, urinary tract infection, dysmenorrhoea, dyspareunia, abdominal pain, vaginal haemorrhage and migraine outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, migraine, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.